Event description:
Md notified customer service via mail that she had burned her toes while using the foot choice foot massager. After a few weeks, her toes became infected and she had to have the tip of her 2nd toe amputated. Md said that she had very poor circulation and poor feeling in her feet. She stated that she used the heat function for entirely too long of a time frame and felt the burns were her fault. This happened in (B)(6) 2009. The unit was purchased in 2007 and she had used it frequently for almost 2 years. She continued to use the unit even after the incident without the heat feature because she loved the massage. The only reason that she contacted customer service is because her unit stopped working, so she returned it to see if it could be fixed as she would like to continue using it. She stated that her toes have healed and you can hardly barely tell anything happened.